Event description:
According to the sales rep the description of event: the endoplege was successfully and easily placed. It was very difficult to secure the threads of the sheath to the introducer. The endoplege did not seem to hook on the threads evenly. The md stated it was "lopsided" despite several attempts to secure. The is could have been user error as was in very tight proximity due to patient conditions. Per rep pt had "short/fat neck". As a result, the endoplege was not secure. The 1st dose of retrograde given early in case in order to achieve arrest. The second dose was attempted approximately 30 minutes after the first and it was observed that it was not working correctly. The md discussed that endoplege was likely dislodged because of above. No injury to the patient.

Manufacturer narrative:
Device not returned to manufacture due to device being discarded by hospital. The lot number was unknown therefore a device history record review was could not be completed. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations. Per the decision tree: it appears that the catheter became dislodged most likely from use error when securing the endcap of the introducer. This resulted in a change in operative strategy. Placement of these catheters into the coronary sinus can be technically challenging and removal of the catheter after initiation of cardiopulmonary bypass may require an interruption of cardioplegia delivery, reliance on antegrade cardioplegia only, or change in operative strategy.